Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Inspection/investigation found display (no touch function) defect, replaced. No error found regarding the measurement function by using the test box. Measurements and measurement cables without error.

Event description:
In this event it is reported that raypex 6 was giving incorrect measurements. No injury occurred.